Event description:
I have 23 year old saline implants. Have suffered for a long time from gut issues, fatigue, hair loss, headaches, and bad immune response. In (B)(6) 2019 I started experiencing swelling in my extremities, night sweats, inflammation, joint pain, difficulty breathing. Was diagnosed with 2 autoimmune diseases as well as lung disease (I am not a smoker). Blood work showed high levels of muscle injury (I don't work out). FDA safety report ID# (B)(4).